Manufacturer narrative:
Block h6: problem code 1069 captures the reportable event of fiber broken. Block h10: investigation result: one flexiva 200 tractip laser fiber was returned broken in two pieces in the hoop. The first piece measured approximately 28.3 cm from the top of the connector to the break. The second piece measured approximately 288.4 cm from the break and includes the entire distal tip. The second piece also includes kinks. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. The condition of the returned device confirms that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on october 19, 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureterolithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken upon removal from the packaging. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureterolithotripsy procedure performed on (B)(6) 2018. According to the complainant, during preparation, the laser fiber was noted to be broken upon removal from the packaging. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.